Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient¿s report that during treatment he felt like the cycler had over filled in the first cycle. A review of the patient¿s treatment records identified that the patient drained 6350 ml during drain number one of treatment. This drain volume is 226% the patient's largest fill volume of 2807 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the pdrn, it was noted the patient woke from treatment feeling discomfort and canceled treatment. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: the g3 date was inadvertently submitted in follow up 2 as (B)(6) 2021, however the correct become aware date is (B)(6) 2021.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. B5: additional information added: "upon follow up with the pdrn, it was noted the patient woke from treatment feeling discomfort and canceled treatment." H6: health effect impact code corrected from "no health consequences or impact" to "minor injury/ illness / impairment"

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient¿s report that during treatment he felt like the cycler had over filled in in the first cycle. A review of the patient¿s treatment records identified that the patient drained 6350 ml during drain number one of treatment. This drain volume is 226% the patient's largest fill volume of 2807 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the pdrn, it was noted the patient woke from treatment feeling discomfort and canceled treatment. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient¿s report that during treatment he felt like the cycler had over filled in the first cycle. A review of the patient¿s treatment records identified that the patient drained 6350 ml during drain number one of treatment. This drain volume is 226% the patient's largest fill volume of 2807 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the pdrn, it was noted the patient woke from treatment feeling discomfort and canceled treatment. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without failures. The cycler weighed fill volume values were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal visual inspection of the returned cycler encountered no discrepancies. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient¿s report that during treatment he felt like the cycler had over filled in the first cycle. A review of the patient¿s treatment records identified that the patient drained 6350 ml during drain number one of treatment. This drain volume is 226% the patient's largest fill volume of 2807 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.